Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 12/26/2016, that on (B)(6) 2016, the receiver displayed err121. No additional patient or event information is available. The receiver was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on 01/12/2017 which did not confirmed the reported event of error icon displayed. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The data log was reviewed and screen error alarms and firmware errors were observed. The reported event of an error icon display was confirmed during log review. A root cause could not be determined.